Event description:
It was reported the epg(external pulse generator) needs repair of its keypad. It was also reported the epg also failed a self test. The epg was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) needs repair of its keypad. It was also reported the epg also failed a self test. The epg was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis could not confirm the customer comment. It was found that the upper/lower cases and battery drawer were contaminated. The side bail covers and ring cover were broken, and the ring and side bail were missing. The battery contacts were compressed and contaminated. The keyboard was scratched and torn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the customer comment. It was found that the upper/lower cases and battery drawer were contaminated. The side bail covers and ring cover were broken, and the ring and side bail were missing. The battery contacts were compressed and contaminated. The keyboard was scratched and torn.